Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
During failure investigation, the product analysis technician found a power supply failure. The device was not being used for treatment and there was no patient involvement or harm when the reported failure was found. The product analysis technician confirmed the reported problem. It was determined that the power supply had failed due to electrical short on fet q12 and electrical open on q9. Damage of resistors in proximity of q12 were noted. No other factors contributing to power supply fail were found.